Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 82 mm and type 1 bicuspid aortic valve with left coronary and right coronary cusp fusion, the patient was in between valve sizes of 29 mm and 34 mm. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 mm balloon. Upon the first deployment attempt, the 29 mm valve did not open well and was recaptured. Subsequently, a 26 mm transcatheter valve was used to complete the procedure without any further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 82 mm and type 1 bicuspid aortic valve with left coronary and right coronary cusp fusion, the patient was in between valve sizes of 29 mm and 34 mm. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 mm balloon. Upon the first deployment attempt, the 29 mm valve did not open well and was recaptured. Subsequently, a 26 mm transcatheter valve was used to complete the procedure without any further issues. No patient complications were reported as a result of this event. Additional information was received indicating that, per the physician, it is unknown whether any anatomical factors contributed to the under-expansion.